Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon was not folded which indicates that the device was subjected to positive pressure. The device was connected to a boston scientific encore inflation device and when positive pressure was applied, a liquid was observed to be leaking from a pinhole on the body of the balloon. No issues were noted on the markerbands, tip and the connectors of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. As there was no issue with the visual and functional test during product analysis, the complaint incident cannot be confirmed. The most probable root cause of the reported event therefore cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter was used in the right ureter during an ureteroscopy (urs) procedure performed on (B)(6) 2021. During the procedure, it was noted that the luer lock of the balloon was broken. The procedure was completed with another uromax ultra dilation balloon catheter. There was no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.